Event description:
Patient presented to ir for renal mass cryoablation and biopsy. Post procedure, staff assessment revealed a red line about 3cm long on back of patient. Cold to touch. Provider notified. Determined as superficial thermal skin injury from cryoablation probe tubing. Discussed complication with patient and daughter. Discussed with wound care pa. Silvadene placed and allevyn dressing. Patient to follow up in clinic later this week. Drapes were appropriately placed for procedure, staff relays all skin areas covered. Tubing manufacture notified to investigate. Ir lead tech, and director contacted. FDA safety report ID #: (B)(4).